Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old male was implanted with an impella cp device for mechanical circulatory support. At the end of the impella cp implant procedure, flows and positioning were suspected. As a result, the impella cp pump was removed and the left ventricle via 14 french sheath was rewired. The pump was reinserted with better positioning and flows.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.